Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon investigation, both the front and rear response buttons were missing. The root cause for the missing response buttons could not be positively identified, but was likely physical abuse. No adverse event resulted from the defective response buttons.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons were non-functional.